Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis (dka) and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospital admission and subsequent discharge. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date. Review of device data showed persistent high glucose values, periods of manually paused insulin delivery, cgm signal loss, and eventual suspension of insulin dosing due to missed bg entries, followed by low battery alerts. These interruptions in insulin delivery are consistent with the development of hyperglycemia and dka. Based on available information, the event was attributed to interruption of insulin delivery rather than abnormal ilet pump performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with a bg of 497 mg/dl. The user was treated with ilet while hospitalized. The user was hospitalized on (B)(6) 2026 and discharged on (B)(6) 2026.